Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: blower temperature high" error code. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "check vent: blower temperature high" error code. The rse provided troubleshooting and provided the customer with the current service manual. It was noted that the blower temperature was greater than 95ºc for longer than 60 seconds. The rse then advised the perform the following instructions: verify that the air inlet filter was not dirty or blocked; verify that the cooling fan was operational; replace the blower; replace the motor controller (mc) board. The customer reported that the air inlet filter was discolored, but not clogged with dust and dirt. The customer called back and reported that after running the v60 ventilator for 12 hours, the device was not displaying any error codes. The rse noted that it was advised to replace the blower assembly if the error code were to reoccur.